Manufacturer narrative:
Covidien reference # (B)(4).

Event description:
The customer reported that the 840 ventilator was inoperative. Device was not used on a pt when event occurred. The covidien tech support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the breath delivery (bd) central processing unit (cpu) printed circuit board assembly (pcba). Covidien was not authorized to service the device.